Event description:
The patient reported that her pump implanted in 1999 was explanted due to infection. A replacement pump was implanted later. No other patient symptoms or outcomes were specified. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.